Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the rv integrity alert were met, pacing capture threshold in the rv was elevated, oversensing due to non-physiologic signals/short interval counts (sic), and the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, 1089 ventricular sic since last session 1.3 days ago. Twenty-one (21) non-sustained tachycardia episodes with v-v intervals greater than 220 milliseconds from (B)(6) 2016. Twenty-nine (29) inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes. Rv capture threshold data is intermittent, but generally 2.5 volts. R-wave amplitude drops from 8.5 to 0.75 millivolts between (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after approximately three weeks following implant of implantable cardioverter defibrillator (ICD) an inquiry was made regarding remaining longevity of the device. Evaluation of data revealed reduced/short longevity due to associated right ventricular (rv) lead low pacing impedance, high threshold, rapidly decreased and low sensing values. It was also reported that the patient alert triggered for lead integrity alert (lia). Rv lead oversensing occurred and approximately forty-one inappropriate shocks were delivered. An rv lead dislodge after pericardial effusion was observed. ICD detection has been disabled. The ICD is planned for explant. The rv was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.